Event description:
It was reported that this patient is a complex subcutaneous implantable cardioverter defibrillator (s-ICD) patient with abandoned implantable cardioverter defibrillator (ICD) leads from a previous infection. The patient has been completely off the radar for the past 12 months, with no remote monitoring or hospital contact. They presented to clinic for the first time in 14 months following two shocks (137 ohms) for ventricular tachycardia (vt) and two non-sustained ventricular tachycardia (nsvt) episodes tied to inappropriate sensing last year. Per the field, there appears to be significant t-wave oversensing on the two secondary vectors and they are unable to utilize the alternative vectors due to inadequate sensing. The field reached out to technical services (ts) to ask if performing an exercise tolerance test (ett) and obtaining a new template would help reduce the likelihood of further inappropriate sensing. Additionally, the patient's lateral chest x-ray shows the electrode has shifted away from the sternum, though the health care professional (hcp) is not considering intervention at this stage. Besides the inappropriate therapy, no other adverse patient effects were reported. This electrode remains in service.